Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that the doctor used the powered echelon endocutter however the device locked out and refused to open. Tried to open using the reverse button but still refused to open. Then had to use the instrument using the manual override but still did not open. Had to use a second gun to complete the case. Surgery delayed 15 minutes, finished successfully. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(6) date sent: (B)(6) 2021. Additional event information was the device locked on tissue with the jaws closed? No, the device was not in tissue. Dr closed instrument to remove from trocar but the jaws didn¿t open when needed to be reloaded if yes, how was the device removed? N/a did the jaws eventually open? No, even after trying the manual override instrument failed to open is the current patient status known? Unknown was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown.